Event description:
Endo gia ultra fired the first time it was used, but would not fire the second time. No patient harm. Removed from field and replaced. The device was sent to materials management for return to manufacturer for evaluation.